Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a posterior fusion performed on (B)(6) 2022. After the surgery on (B)(6) 2024, the sales rep was informed that the rod and screw broke off. On (B)(6) 2024, the second surgery was performed. Bilateral rods were removed and the broken screw heads were removed. A verse fenestrated screw was inserted at the,9 and l3,4 and bone cement was injected into all screws. After the bone cement hardened, rods were placed bilaterally. Universal and sfx connectors were used, and additional rods were placed near the midline. This report involves one (1) viper 2 system rod, straight 200mm. This is report 1 of 2 for (B)(4).